Event description:
The pt is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery will be scheduled.